Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient sat in a massage chair on (B)(6) 2019, and since then she has gotten intermittent "zingers" through her lower body. The patient said the stim sensation now seems to be more in her legs instead of her back. A rep was going to meet with the patient. No further complications were reported.